Event description:
It was reported that the ilet user used meal announcements to correct high blood glucose, which constitutes an improper method and a user-interface related usage error for the device. Symptoms included hyperglycemis peaking at 338 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified related to failing to follow instructions when attempting to correct hyperglycemia via meal announcements, associated with the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.